Event description:
Intermittent atrial undersensing/ atrial events falling in blanking noted on presenting egms. It was also noted on the incoming interrogation report notes "no dft done at xout (change out) due to thrombus (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).